Event description:
It was reported patient is experiencing pain in knee and unable to stand or walk for just a few minutes three years post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical product: articular surface medial congruent (mc), catalog # 42522100812, lot # 64323817; femur cemented cruciate retaining (cr), catalog # 42502606402, lot # 64249221; tibia cemented 5 degree stemmed, catalog # 42532007102, lot # 64409935; headless trocar drill pin, catalog # 00590102000, lot # 64564495; female hex screw, catalog # 42509902525, lot # 64581319. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event 3007963827-2023-00204, 3007963827-2023-00205, 3007963827-2023-00206.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is excellent stability, no complications, post op x-rays noted tka in good position. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.